Manufacturer narrative:
The device was returned to olympus for inspection. Although the cause could not be established, based on the results of the investigation, it is likely the following led to the malfunction: a degradation problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngofiberscope to the service center for a separate issue. During the device analysis, it was indicated that the connecting tube has coating peeling was found. There was no patient involvement.